Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50mm x 12mm emerge¿ balloon catheter was selected to dilate the lesion. However, the shaft broke while entering the coronary artery.